Event description:
It was reported that the user, new to the ilert, requested additional supplies after several inset 6 mm 23 in infusion set applicators were broken during supply changes and an infusion set was deployed incorrectly or not attached correctly; the user acknowledged handling error and now reports improved confidence with the inset following troubleshooting and education. No reported alerts or alarms and no adverse clinical effects. Outcomes included completion of troubleshooting and user education with no escalation of care. Investigation included customer interview and troubleshooting focused on infusion set insertion and connector attachment technique. Investigation of this case revealed user-related handling error leading to damaged applicators and an incorrectly deployed or connected infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.